Manufacturer narrative:
The serial number was not provided, therefore, device history could not be reviewed and manufacturing date not determined. The device was not returned because hosp could not track down the pump involved in this event. The customer's complaint could not be verified without pump eval. Review of similar incidents reported to arthrex, where pump & tubing were returned for eval, indicate that operating room procedures related to the set up of the device and associated tubing did not conform to instructions provided with the device and associated tubing set. The instructions for use for both the pump and tubing sets clearly warn the user of the consequences of not following the instructions for use. The labeling for the device and the associated tubing, the instruction manual for the pump and a troubleshooting guide for the device provided with each device and tubing set, clearly outlines the proper set up procedure and sufficently warns the user of the potential consequences (extravasation) if the directions are not followed.

Event description:
This event is being submitted in response to hospital's submission of medwatch report to FDA. Customer reports: arthroscopic pump set at 45mmhg per doctor's request, appeared to be functioning correctly. However, at the end of case, md noticed pt's leg was tight and had slight edema. Registered nurse called tsa (circulating nurse), to look at pump and noticed bladder on tubing pressure sensing component was flattened. Registered nurse and tsa switched pumps and tubing altogether. Patient sent to recovery room after surgery for monitoring of left leg. This device is used for treatment.